Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2008. The device records multiple manual power cycles between the 16th november 2008 and the 20th september 2015, which recorded multiple failed self-tests due to a low battery. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault, however the device had been subjected to adverse storge conditions, which may had caused the initial fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.